Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found normal wear on the housing of the device. The lock latch on video connector was worn out causing a loss of image. The device was noted to have out dated software. The device switches were tested and it was noted that when the device button was pressed it would turn on but when released the button turns off. The device was repaired and returned to the customer. The instruction manual states ¿ do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons.¿

Event description:
The service center was informed that during preparation for use, the power switch on the front of the video processor was stuck in the "off" position and the user was unable to turn the processor on. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. However, the most likely probable causes are as follows: power switch failure: the product was delivered in may, 2013. It seems a long-term use caused damage to the power switch. It was confirmed that a design change was made so as to enhance the durability of the power switch against breakage. The improved products were shipped on or after nov.18 2013. Image abnormality caused by a worn-out lock for the endoscope connector under a normal use condition, such damage is unlikely to occur. It is highly likely that greatly higher external force than the recommended use conditions was given to the device momentarily and the contacts were broken, resulting in image abnormality. The lm recommends that the customer refer to the instruction.¿ before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, ¿troubleshooting¿. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result.¿